Event description:
Complainant alleged that after delivering multiple shocks to a patient, the device was charged up and a loud pop was heard and the device then displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.